Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot number was not provided. Without a lot number a device history lot review cannot be performed. D4: only di provided as lot number is unknown.

Event description:
The event involved a 11" (28 cm) appx 1.1ml, smallbore ext set w/3-port nanoclave¿ manifold, check valve, clave¿ clear, luer lock where it was reported the manifold leaked. The event date occurred over 19-apr-2025 and 20-apr-2025. Status was during use on the patient. There was patient involvement but no human harm. However, there was a delay in therapy reported.